Manufacturer narrative:
One stonecutter acr, 4.0, ep-1, dsp device was received for evaluation of shedding. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported incident was not determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a sad (subacromial decompression) procedure it was reported that the shaver began to shed metal shavings into soft tissue of rotator cuff. The doctor used an incisor to debride the shavings and felt that he had removed the metal shavings. No patient complications were reported.